Event description:
Ventilator was in use but was not being touched at the time of this incident, when the touchscreen froze and was not responsive to touch for 20 seconds; responsiveness returned thereafter.